Manufacturer narrative:
Concomitant medical product: a2dr01, ipg, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia. It was also reported that it was not possible to confirm right atrial (ra) lead capture. Possible non-capture was also noted on the right ventricular (rv) lead. Both leads remain in use. No patient complications have been reported as a result of this event.